Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was 18.9 mmol/l at the time of incident. The current blood glucose level is 14.8 mmol/l. The customer treated high blood glucose with syringe and insulin pump. Customer experienced symptoms such as diarrhea. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states high pressure test was passed. The insulin pump will not be returned for analysis.